Event description:
It was reported that intima-ii 24gax0.75in prn slm npvc contained foreign matter. The following information was provided by the initial reporter: "when the nurse opened the package and wanted to puncture the patient, she found that there was a transparent plastic wrap at the tip of the catheter tubing. She thought there was a product issue with the quality test of this needle. This needle can be sent back to the factory. The rep have already got the needle. Give a product quality inspection report and 2 green claims"

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9323969. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, visual evaluation of the submitted photographs and the resulting review of the manufacturing process determined that the identity of the material is most likely solidified silicone. Bd is currently investigating potential process changes to eliminate the occurrence of similar events.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii 24 ga x 0.75 in prn slm npvc contained foreign matter. The following information was provided by the initial reporter: "when the nurse opened the package and wanted to puncture the patient, she found that there was a transparent plastic wrap at the tip of the catheter tubing. She thought there was a product issue with the quality test of this needle. This needle can be sent back to the factory. The rep have already got the needle. Give a product quality inspection report and 2 green claims".